Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, aneurysm enlargement in both common iliac arteries were observed. On an unknown date but about one (1) year ago, a migration of the left leg (plc231400j) to proximal was observed. On (B)(6) 2021, a reintervention was performed. The patient underwent coil embolization using pod for a left internal iliac artery and additional two stent grafts placement, to extend to a left external iliac artery. Reportedly the physician stated that; the condition of the landing zone of the distal legs were not good at the initial treatment. It was planed that a separated treatment of the aneurysm enlargement in the right leg (plc271000j) because it was difficult to perform a long time reintervention due to a pulmonary disease of the patient.